Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer stated that the insulin pump was not delivering insulin. Customer also reported that she had surgery on her eye due to a blood vessel that burst. Customer's blood glucose reading was 303 mg/dl. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.